Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log was not applicable. Functional testing was able to duplicate the customer reported problem. The investigation determined the dso seal was damaged and the printed wire assembly (pwa) was burnt. The pwa and dso seal were replaced.

Event description:
It was reported that the pump does not start despite battery change. There was unknown patient involvement.